Event description:
(B)(4). Painful, heavy periods, diarrhea, vomiting, weight gain. I had a hysterectomy, salpingo-oophorectomy of my right ovary because of adenomyosis and endometeriosis. I have had a cystectomy on the left ovary this year. I have developed hypothyroidism.